Manufacturer narrative:
E1: reporting institution phone: (B)(6). E1: reporter phone# a philips field service engineer (fse) evaluated the system and confirmed that the sync unit of the telemetry network was faulty, causing irregular restarts and loss of sync signal, which prevented telemetry devices from connecting to the network. The issue was reproduced, and some red leds were observed flashing for certain ports on the sync unit. To resolve the issue, the sync unit from another station was temporarily used to bridge the gap left by the defective one. The system meets specification for the performed service and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the device screen was locked and they were unable to acknowledge the alarms. The device was not use on a patient at time of event, there was no adverse event reported.